Event description:
Device malfunction: internal member of catheter separated from outer sheath during removal. Time of malfunction: during the procedure in 2006. Symptoms/ae: separated internal member was removed from the patient with a snare device. Time of symptoms/ae: during the procedure in 2006. It was reported that during a stenting procedure of the ric, after the stent deployed, the internal member of catheter fractured from the outer sheath during removal. The picture did not demonstrate a fractured delivery system. The post dilatation balloon was advanced. The fragment was advanced, and then documented just distal to the guide wire. The balloon was removed and a snare advanced and the fragment was captured without sequelae. Additional information received, indicates the patient experienced bradycardia and hypotension during the procedure and was treated with IV atropine. Nausea began during the procedure, and the patient was treated with zofran. The patient also experienced pain at the access site and a headache. The pain was treated with morphine and the headache was treated with tylenol. The nausea continued until the following three days at discharge. No additional information was available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the acculink was returned with blood visible in the shaft and on the handle. The stent had been deployed and was not returned. The entire 8.5 inches of inner guidewire lumen had separated from the inner hypotube (bayonet) and was returned in a separate bag. The soft tip of the catheter was still attached to the distal end of the guidewire lumen. There were light traces of adhesive visible near the flushing holes on the guidewire lumen. A footprint from the distal end of the inner hypotube (bayonet) portion was visible on the separated guidewire lumen. The handle was returned in the unlocked position and the slider was located at the distal end. Quality engineering reviewed the incident information and the analysis of the returned device. The detached distal end of the catheter measured at 8.5 inches. There was no damaged noted on the soft tip and the outer member. It appeared that the inner member and guidewire lumen detached from the bayonet section of the hypotube. No other anomalies observed on the catheter. Based on the failure analysis, although a conclusive root cause has not been identified, engineering was unable to identify a manufacturing related anomaly; however, suggests that it may be related to exceeding design/material limits. Engineering has demonstrated that the average force for inner member/hypotube junction pull test during the on-line reliability engineering testing process is near 4.5 lbs which is more than what is required by the specification. On october 02,2006, the event was reported to manufacturing, supplier and quality/process engineering. The lot history record was reviewed and there were no non-conformities associated with this product lot. Quality engineering was unable to determine a conclusive root cause. Quality engineering will continue to monitor and discuss this failure mode. This MDR is considered closed by the quality assurance department.